Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error. The customer did not recall the blood glucose reading. The insulin pump was not stored or out of use for an extended period of time. The alarm had been occuring during normal use. The customer was advised that she could continue to wear the insulin pump until a replacement arrived, but to monitor the issue. The customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was monitored with multiple basal rates, and the pump functioned properly. No watchdog timeout alarm was noted during testing. The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, and unexpected restart tests. No unexpected restart alarms were noted during testing. All the operating current tests were normal. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.